Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision was performed due to proximal screw broke after 3 months.

Manufacturer narrative:
Review of the complaint file required corrections to fields as submitted in this report, as well as a corrected evaluation summary which is attached. (B)(4).

Event description:
It was reported that proximal screw broke 3 months after implantation and that revision surgery is needed. Revision surgery has not been confirmed to this date.